Event description:
The instruments were used during a right colectomy. The info was reported by the scrub person for the case. A tx60g was fired and the staples did not seem to form correctly. Pt was re-op'ed on 2-7-97. An x-ray indicated an apparent leak at the staple site. The instruments had been discarded. Rep not able to speak to surgeon at the time of this report. Clinical follow up: 2-17-97 1551 spoke to risk manager who stated she would investigate this and report back. She had heard of the incident but was told the re-operation revealed bleeding not related to instrument use. On 2-19-97 1350 the sales rep spoke with the surgeon. He stated the pt had fallen postoperatively and could have possibly done some damage to the anastomosis site at that time.